Manufacturer narrative:
This report is filed (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a decrease in performance. The device was explanted on (B)(6) 2015, and the patient was reimplanted with a new device during the same procedure.